Manufacturer narrative:
The issue is being investigated by manufacturing site. It was observed during an external audit at getinge (B)(4), that servicing practices at getinge (B)(4) are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner. Getinge (B)(4) has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints. Device not returned to manufacturer.

Event description:
On (B)(6) 2019 getinge became aware of an issue with one of surgical lights - hled. As it was stated, the lock of safety system broke. There was no injury reported however we decided to report the issue based on the potential as broken lock may lead to detachment of light head.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - hled. As it was stated, tab of the ambient light broke. There was no injury reported however we decided to report the issue based on the potential as broken tab may lead to detachment of ambient light. The getinge service technician, who visited the site, was able to address the issue. During the investigation, it was concluded that the device involved did not meet the manufacturer¿s specification as a tab of the ambient light broke and it contributed to the event. We have not received information whether the device was being used for patient treatment at the time when the event occurred. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse. Per the investigation of the subject matter experts at the manufacturing site, the detachment of the module is due to a defect of locking caused by the breakage of module tabs. The breakage of the module tabs can be due to an excessive strain or a loss of mechanical properties. The infiltration of cleaning and disinfectant products combined to a tensile stresses can cause the breakage. Maquet sas has put forward several recommendations & warnings regarding cleaning in the user manual hled user manual 01601en09. To prevent similar incident maquet sas recommend to respect the cleaning protocol avoiding: - direct spraying of chemicals products on the endo light module; - prolonged exposure to detergents and disinfectants solutions - high concentrations; - exposure to heat during the cleaning procedure; - prohibited products; maquet sas recommend to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. Maquet sas undertook the corrective action preventive action plan CAPA 2011-01 & the design change request e091217 to improve the fastening of concerned optical part & developed a new module made of silicon, and to improve the compatibility with aggressive cleaning agents. This kit is available under reference ard 368335998 / pwd / hld700 silicone ambient light kit. The technical information notice (nit 220) and the field safety notice msa/2014/002/iu, informing about the potential defect of ambient light module fastening, have been sent on march 2014. It is requested to inspect the surgical lights potentially affected. If the ambient light module fastening is detected as defective, it should be replaced using new silicon module ard 368335998. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The purpose of this submission is solely to provide a correction of describe event or problem section this is based on the result of an investigation. #b5: previous describe event or problem: on 20th january, 2019 getinge became aware of an issue with one of surgical lights - hled. As it was stated, the lock of safety system broke. There was no injury reported however we decided to report the issue based on the potential as broken lock may lead to detachment of light head. Corrected describe event or problem: on 20th january, 2019 getinge became aware of an issue with one of surgical lights - hled. As it was stated, tab of the ambient light broke. There was no injury reported however we decided to report the issue based on the potential as broken tab may lead to detachment of ambient light.

Event description:
On 20th january, 2019 getinge became aware of an issue with one of surgical lights - hled. As it was stated, tab of the ambient light broke. There was no injury reported however we decided to report the issue based on the potential as broken tab may lead to detachment of ambient light.